Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided for a review to the consulting clinician, " adverse event identified -revision of polyethylene in uncemented triathlon knee 6 year postoperative. Hazards: a "fracture" and "defect" in the polyethylene were noted. Conclusion of assessment: a revision of a triathlon polyethylene was performed at 6 years postoperatively. 'The documents provided did not present a clear picture of the events. A fracture or defect in the polyethylene was noted. 'There was an apparent fall with trauma that may have been the inciting factor. Obtaining the polyethylene for examination as well as additional medical records may provide additional insights into the event." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient had a revision. The available medical records were provided for a review to the consulting clinician which concluded that a revision of a triathlon polyethylene was performed at 6 years postoperatively. The documents provided did not present a clear picture of the events. A fracture or defect in the polyethylene was noted. There was an apparent fall with trauma that may have been the inciting factor. Obtaining the polyethylene for examination as well as additional medical records may provide additional insights into the event. No further investigation for this event is possible. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Defective knee prosthesis posterior medial. Update august 27, 2020: right knee revision of a primary triathlon poly.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Defective knee prosthesis posterior medial. Update august 27, 2020: right knee revision of a primary triathlon poly.